Event description:
An explanted generator was returned to manufacturer for product analysis. Generator end of battery life was confirmed as result of battery depletion. The caged module was found to exhibit out-of-limit (high) pulsing currents. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using the next lower value resistor, the caged module met all specifications. The out-of-limit pulsing currents could potentially be a contributing factor to the end of battery life, however, the battery longevity calculation determined that the end of battery life was an expected event. As the generator was received in an end of battery life state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined.